Manufacturer narrative:
The instrument has been investigated. The customer is using isbt identification bar code labels, but had changed their scanner setup to read all barcode symbology. Customer technical services evaluated the instrument bar code scanner to read isbt only. The instrument tested without further problem, and was returned to service.